Event description:
A medtronic representative reported that at the end of a cranial tumor resection procedure the software exited unexpectedly. The site was attempting to check for core files in the software and the system exited out of the software. There were two core files on the system. The procedure was completed with the use of the stealthstation treon treatment guidance system. There was no impact on the patient outcome reported.

Manufacturer narrative:
Device manufacture date not available at time of this report. Software has not been evaluated as of the date of this report.

Manufacturer narrative:
Manufacture date now provided. Unable to determine root cause since the core files were removed off of the system and were unable to be archived for review. Site does not wish to participate in further troubleshooting. No further issues reported.